Event description:
There was an allegation of questionable results for approximately 10 samples from the cobas pro ise analytical unit. The samples were repeated on a different cobas pro ise analytical unit. Two examples were provided. Sample 1 initial sodium result was 150 mmol/l, and the repeat result was 136 mmol/l. The initial chloride result was 112 mmol/l and the repeat result was 101 mmol/l. Sample 2 initial sodium result was 154 mmol/l, and the repeat result was 137 mmol/l. The initial chloride result was 118 mmol/l and the repeat result was 105 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The sodium electrode lot number was dlb27. The chloride electrode lot number was dmk99. The expiration dates were not provided. The customer replaced the electrodes. The field service engineer found an issue with the gear pump head. He replaced the gear pump head and performed instrument checks and proactive maintenance. He ran precision tests that were acceptable. The investigation is ongoing.

Manufacturer narrative:
The field service engineer performed the system wash, adjusted the sample probe, cleaned the dilution vessel, and verified nozzle output positioning. He ran a precision check, ise check, and verified qc. The investigation was not able to identify a specific root cause. The issue appeared to be resolved after the service actions.